Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the damaged fiber optic connector and completed routine pm. The iabp was then tested to meet factory specifications and returned to customer and cleared for clinical use. The initial reporter is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
During a routine preventative maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp), the getinge service territory manager (stm) observed a broken fiber optic connector. There was no patient involvement and no adverse event was reported.